Event description:
C-cc-gw - guidewire passage difficult/damaged or out of spec; it was reported that when the guidewire was passed through the needle, it cannot then be retracted easily due to a kink in the "j" portion of the guidewire. There were no patient complications reported.

Manufacturer narrative:
Follow up with customer to determine if device is going to be returned for evaluation. At this time have not received confirmation of device returning.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution. Follow up with customer indicated that device is not available for evaluation because it was discarded at hospital.